Event description:
During review of a literature article for a retrospective cohort study involving da vinci assisted robotic procedures titled, ¿efficacy and safety of robotic-assisted versus median sternotomy for cardiac surgery: results from a university affiliated hospital¿ the following event was reported. A total of 255 patients that underwent da vinci assisted robotic cardiac surgery (racs) from july 2017 to may 2022 in a single institution were included and compared with 736 patients that underwent traditional open-heart surgery (tohs) group by the same surgeon. It was mentioned that of the 255 patients that underwent racs, a patient who underwent atrial septal defect (asd) repair hemorrhaged from a rupture of the dorsal side of the infrarenal abdominal aorta that was induced by femoral arterial cannulation. Resuscitation was performed, but was unsuccessful and the patient expired intraoperatively. A small ulcer was observed surrounded by a few plaques in the abdominal aorta, and the author thought that could be the cause of the abdominal rupture during cardiopulmonary bypass (cpb). Follow-up was attempted to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incident. The abdominal aortic rupture is not within the thoracic davinci operative area; however, femoral artery cannulation was required for cardiopulmonary bypass during the procedure. The author indicated that a causative factor for the event could be the state of the abdominal aorta and the femoral artery cannulation. Review of the events performed by an isi medical safety officer (mso) concluded that the patient described in this review article had a femoral cannula placed which is used to establish perfusion by other means while the heart is operated on during cardiac surgery procedures. The cannulas are placed either percutaneously or through a femoral incision. Robotic surgery and robotic instrumentation is not used for this access and is not used in placing these cannulae. Therefore, based on the information provided in the summary of events, this incident would not be attributable to any intuitive products or systems. This medwatch report (patient identifier # (B)(6)) is submitted for the death reported during the robotic assisted-surgery. A separate medwatch report (patient identifier # (B)(6)) is submitted for the serious injuries that involved operative complications mentioned in the same article. Article citations: liu z, zhang c, ge s. Efficacy and safety of robotic-assisted versus median sternotomy for cardiac surgery: results from a university affiliated hospital. J thorac dis. 2023 apr 28;15(4):1861-1871. Doi: 10.21037/jtd-23-197. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The mean age is 52.2 +/-6.1 years, 134 patients (52.2%) were female and 121 patients were male.